Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer would experience a temperature alarm 2-3 minutes into charging their pump. There was no reported impact to the customer's blood glucose level.